Event description:
It was reported that during an procedure involving a faradrive steerable sheath, a white plastic piece (foreign material) came out of the dilator. The device was exchanged. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an procedure involving a faradrive steerable sheath, as a guidewire was inserted into the sheath dilator a white plastic piece (foreign material) came out of the dilator. The device was exchanged. The device is expected to be returned for analysis.

Manufacturer narrative:
The sheath was received with the dilator inserted and engaging in deflection, causing the sheath to remain in a slightly curved shape when disengaged. No abnormalities or defects were found on the exterior of the returned device. Functional evaluation of the sheath found the device engaged in deflection as the steering knob was rotated. Dissection of the sheath handle found the friction gasket torn apart with the base of the gasket adhered to the shaft and the flange of the gasket adhered to the distal surface of the screw component; this defect would have caused difficulty to operate the steering knob when the gasket was still intact. Removal of the handle cap and valve cap observed a dilator shaving present in the valve hub. The description of the foreign material found from the dilator is comparable to the dilator shaving present in the hub, likely contributing to the aforementioned allegation in the complaint. Inspection of the dilator tip found no damage at the dilator at the tip or along the tapered od. Minimal streaks were identified along the dilator length near the tapered proximal end. Upon dissection of the shaft handle cap, excess adhesive was observed within the shaft inner diameter. This defect likely caused the dilator streaking and shavings seen in the valve hub. The excess adhesive present in the shaft likely caused the dilator shaving consistent with the foreign material observed during the procedure.